Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a piece of metal or plastic broken inside the sterile wrapping of the small clip applier instrument. Sterility was intact. The procedure aborted with no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Visual and manual inspection was completed and no issued was found. The instrument was fully functional. No product issue was found. The complaint regarding a small metal or plastic piece inside of the sterile packaging was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.